Event description:
A customer reported via instagram that occlusion alarms occurred. There was no reported impact to the customer's blood glucose level. There was no further information available regarding resolutions or additional actions taken.